Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-05322. It was reported the pt allegedly experienced cerebrospinal fluid leakage during a trial procedure. The pt was advised to lay in a supine position for 48 hrs. No symptoms have occurred.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.